Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their upper canine is rubbing through their aligner, and it cuts their lip at night due to them having an over bite. Provided patient with fit tips for aligner cutting.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.